Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission, revealed that the implantable cardioverter-defibrillator (ICD) failed to deliver shock and also exhibited undersensing. The patient was in the emergency room when they experienced arrhythmia. Programming changes were made. The patient was in stable condition.